Manufacturer narrative:
Patient information was not available on the date of filing. The surgeon's name was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated. The mobile view station (mvs) batteries were still in good shape. The manufacturer representative advised the customer that they should not be pushing the mvs to and from storage powered up. The mvs should be powered up in the room. The representative also advised them to shut down the system when in long periods of non use. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a sacroiliac and thoracolumbar procedure, the system was slow to boot up and then stopped the boot up process. The site then rebooted the system and it fully booted up, but the software was moving very slow. It was also stated that the mobile view station (mvs) powered down when moving it from one room to another. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.